Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a yellow wrench alarm on the mpu, was inconclusive (not determined) no product was evaluated. The yellow wrench alarm on the mpu corresponds with the customer description of a loss of mpu output. However, the event could not be determined as the customer was unable to return the mpu for evaluation. The mpu assembly (pn 108285) was made in apr 2017. The unit was packaged (pn 107754) and placed into stock on apr 11, 2017. The unit was last serviced on sep 11, 2019 per non-reportable clinical product return / processed to back to a customer (orthodynamics inc.). The customer ((B)(6) hospital) reported the mpu was associated with a complaint (MFR. Report # 2916596-2020-00512) on jan 28, 2020. The mpu was not returned for evaluation. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient's daughter reported that the patient had a low voltage alarm while connected to the mobile power unit (mpu) only. The alarm stopped when he was connected to batteries. The patient was connected to battery power all day with no issues. When the patient's daughter arrived in the night to check the mpu, she found that all connections were properly made and secure, but the alarm continued to occur whenever the patient was connected to the mpu. The account stated that the patient was to remain on battery power. The affected mpu was to be sent in for evaluation once the patient was able to be seen in clinic. A loaner mpu was requested. The cause of the low voltage alarms was identified as a mpu malfunction. The low voltage alarms resolved while the patient was on battery power. The mpu was not returned to the clinic.